Event description:
It was reported that t:slim x2 pump battery would not charge when customer used third-party charging cable and wall adapter, and no power source alert appeared in pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer tried leaving wall adapter plugged into working outlet for at least 30 minutes and later used original charging supplies, after which pump began charging and did not shut down or become unable to turn back on, so no further assistance was required.